Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site observed an alleged inaccuracy with navigated spins. The manufacturer representative stated they had to spin 4 times to get a spin that navigated accurately. Unknown if there was any frame movement in between spins. Additionally, it was noted that the issue only occurred when the surgeon used a perc pin reference frame, and the last cases using the spinous process clamp had no alleged inaccuracies. The issue hasn't occurred since they performed a software upgrade on the stealth system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.